Manufacturer narrative:
This product is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
Pin hole rupture. As reported by our affiliate, during a procedure when the physician tried to inflate the balloon at 14 atm, he saw that contrast media leaked from the balloon. He also observed a small hole in the balloon. There was no patient injury reported. The product was clinically used and will not be returned.